Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported separation and kinked shaft was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily tortuous, mildly calcified, 80% stenosed proximal diagonal. Pre-dilatation was performed with a semi-compliant balloon. The 2.5 x 18 mm xience prime stent delivery system was unable to cross the lesion due to the anatomy and during the repeated attempts to cross the proximal shaft kinked and then separated. The decision was made to leave the patient on medical management. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.